Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller said the pts previous implanted device was not working properly for it had been slowly digressing for it was about 5 or 6 years old and it got to where their pain area and atrophy had expanded and the leads were not picking up the actual pain area so the doctor and surgeon wanted to put in a new unit that was MRI compatible. Caller said the leads had been put in since 1999 roughly and they were not working effectively for it narrowed down to a particular area on the shoulder and it was not as good. The biggest thing with the old unit was the charge was not strong enough and they had to replace the leads anyway. The issue started probably early this year in january or february. Caller noted that it got to where the pain in the area expanded and not working effectively in a particular area on the shoulder for it did some good but not as good; caller noted either the electrodes shifted or the old ins was not using enough power.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a-45 (lot: j0114170v); product type: 0200-lead; implant date (B)(6) 2001; explant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.